Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The patient was hospitalized and treated with an unspecified injection to reduce the inflammation. Pd therapy was ongoing during the treatment. The cause and patient outcome were not reported. The reporter declined to provide additional information.